Event description:
A registered nurse (rn) reported that a dialyzer blood leak occurred during a hemodialysis (hd) treatment. In a follow up with the rn, it was clarified that the blood leak occurred five minutes into the hd treatment. The blood leak was noted as being an internal blood leak at the top of the dialyzer near the arterial hansen . The leak was visually observed. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The patient¿s estimated blood loss (ebl) was 100 ¿ 150 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was completed with the same machine and new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: a sample has not been provided for evaluation. The third party carrier's website was reviewed and it was verified that the fmcna-provided shipping materials were sent to the customer and were subsequently received. In the event a sample is returned for evaluation, the complaint file will be updated. The report could not be confirmed as a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A registered nurse (rn) reported that a dialyzer blood leak occurred during a hemodialysis (hd) treatment. In a follow up with the rn, it was clarified that the blood leak occurred five minutes into the hd treatment. The blood leak was noted as being an internal blood leak at the top of the dialyzer near the arterial hansen . The leak was visually observed. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The patient¿s estimated blood loss (ebl) was 100 ¿ 150 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was completed with the same machine and new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.